Event description:
It was reported that the patient presented in clinic for routine follow up. The right ventricular lead exhibited noise. The device was reprogrammed to vvi mode and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.